Manufacturer narrative:
Continued from medical devices: (3)8100; 8120; td (B)(6) 2018. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of cefazolin was programmed to infuse over a 30 minute period however the bag was noted to be empty after 11 minutes. There was no patient harm.